Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow up. Interrogation of the implantable cardioverter defibrillator revealed that the device was oversensing post-paced t-waves. The patient did not receive any inappropriate therapy during the oversensing. The device was reprogrammed to address the oversensing.